Event description:
Baxter reported, "a female connector (blue part) of transfer set was separated from transfer set (light blue)" the date of how long the set was in use is unk. There was no pt injury or medical intervention associated with this incident according to baxter.